Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed no delivery during bolus. Customer was changing out set and the device alarmed again during manual prime. Customer's blood glucose was 180 mg/dl when first alarm occurred. Current blood glucose was 449 mg/dl. Customer stated the insulin did not exit when filling the tubing manually and device alarmed during manual prime. Device did not have another complete set to continue troubleshooting. Customer was advised to do a complete set change as soon as possible. No further information reported.